Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
11/12/2018 10:56:08 jeannette kenefick (jkenefic) kevin sabel - elect tech 920-926-6581 kevin.sabel@ssmhealth.com 12/19/2018 09:00:31 sandra j mcdonald (smcdonal) per john bach, bd tech who is at st agnes today, this is a sister facility to waupun memorial hospital and ubit to be returned to st agnes. 01/08/2019 06:07:31 ngoc t bui (nbui) est - rcl to mjr 01/11/2019 07:11:49 jessica galang (jgalang) updated from rcl to mjr for the major repair needed per ngoc bui, service tech. Repair approved by kevin sabel at kevin.sabel@ssmhealth.com for $365. New po# is 598446-0-srpr. Npi 01/11/2019 14:28:28 ngoc t bui (nbui) lvp bezel post recall 2017 completed. Replaced broken rear case left side corner, and ail sensor. Replaced broken door latch sear, and corroded right,left iui. 01/14/2019 08:52:57 annette a mendez (amendez) 1001901782120005493500480982860640 04/29/2019 11:01:58 joseph kuhls (jkuhls) file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, per swi 1501-006-000. This file contained documentation of product deficiency allegations, per swi-151-070-000 and swi 1501-096-000, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, per swi 1501-070-000 and swi-096-000, which required a level 2 customer advocacy quality review, also per swi 1501-070-000.